Event description:
Reported as a band erosion.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on; 03/11/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damge due to acid-degradation. Another breakage was noted in the band tubing, shell, ring and buckle which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."